Manufacturer narrative:
Additional information sections: d9, h6, h10 explant was reported due to aortic stenosis with sub actue bacterial endocarditis. The investigation found that there was thrombus on the inflow surface of all three leaflets. Microcalcifications were present within the thrombus on leaflet 1. There was fibrous pannus ingrowth on leaflet 1. No inflammation was present. Gram stains were negative for organisms. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The thrombus noted could have contributed to the reported stenosis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On an unknown date, failure of the valve was observed; further reported as severe aortic stenosis with subacute bacterial endocarditis. On (B)(6) 2021, the valve was explanted. The patient status was reported as unknown. Additional information has been requested and is pending.